Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? Unknown did the needle fall into the patient? Unknown. Were x-rays taken to locate the needle piece(s)? Unknown. Was the needle piece(s) retrieved during the same procedure? Yes. Does a piece of the needle remain in the patient¿s tissue? No was retrieved. What tissue structure is it located? N/a. What measures were taken to retrieve the broken piece? Unknown. If retained, what is the surgeon's opinion of consequences to the patient? No. Consequences for the patient. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What is current condition of the patient? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot nlm192 is invalid. Please provided the correct lot number.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2018 and suture was used. During the procedure, the tip of the needle broke off. The tip was recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.